Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that this device and right ventricular (rv) lead delivered shock therapy and requested boston scientific technical services (ts) to review remote monitoring data. Ts found that the device recorded a pacemaker mediated tachycardia (pmt) episode in the past. Ts also found the patient had atrial tachycardia and the device had delivered the maximum number of shocks. The clinician also reported that he believes the source of the atrial tachycardia was cocaine usage. On a later date, the physician reported that this patient was stable and had normal sinus rhythm. This rv lead remains in service. No adverse patient effects were reported.